Event description:
It was reported to philips that the c-arm could not be moved. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the potentiometer, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Complaint. According to the additional information collected, the procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and analyzed the log file. Analysis of the log file confirmed propeller potentiometer errors. The cause of issue was due to the faulty propeller potentiometer. The philips engineer replaced propeller potentiometer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.